Manufacturer narrative:
Concomitant medical product: 4076 lead implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a burning sensation since the cardiac resynchronization therapy pacemaker (crt-p) was implanted and wanted to know if something was wrong. They also reported tiring more easily. They reported being pale at times and being told that it could be from internal bleeding but also said it could be because the crt-p, right ventricular (rv) lead and right atrial (ra) lead were defective. The following physician confirmed that they received a similar call from the patient where the burning sensation was relieved by the patient placing their hand over the device. The patient declined an invitation to have the device and their discomfort assessed. The crt-p and leads remain in use. No further patient complications have been reported as a result of this event.